Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the implantation of a distal femoral osteotomy system, the screws were found to be dissociated. No adverse events have been reported as a result of the malfunction.